Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient has been experiencing elevated lactate dehydrogenase (ldh) levels as well as power elevations with minimal pulsatility index (pi). Patient has had a known anticoagulation issue as post operatively, the international normalized ratio (inr) had been challenging to maintain as therapeutic. The patient has also had pulmonary issues resulting in going to the operating room for exploratory purposes. The patient also received 6 units of blood. No further information was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the device and the reported power changes could not conclusively be determined. No additional information was provided and no log files were submitted. The patient remains ongoing on lvad support and no further related issues have been reported. The device¿s approved labeling outlines power elevations and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.